Manufacturer narrative:
This case was assessed as reportable to the FDA as the event allergic reaction (injection site hypersensitivity) was deemed to meet serious injury criteria of necessary to prevent a permanent damage or a life-threatening illness. The device history record of radiesse injectable implant, lot number a00074790, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances reports, corrective/preventive actions related to this lot.

Event description:
This spontaneous report was received from a brazilian physician via a sales representative and concerns a 40-year-old female patient. She was injected subdermally, with a total of 3 ml of radiesse, into the face, for facial sagging, on (B)(6) 2023. Batch number was reported as a00074790. A lot search in the global safety database was conducted. The patient was injected with 1.5 ml into the right and with 1.5 ml into the left side. Radiesse was diluted with saline solution product preparation issue, off label use of device). Needle used for injection was a 22 g cannula. The patient was previously injected with hyaluronic acid, into the nasolabial folds, 1 year prior to this report. Further medical history included stroke (2 times). Concomitant medication included aradois. The patient had no disposition to lymph drainage problems, no allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2023, 30 minutes after the treatment with radiesse, the patient experienced an allergic reaction in a form of urticarial papules, diffuse pruritus and edema in the upper airways. She was referred to the emergency room. Corrective treatment included intravenous corticosteroids and antihistamines. The patient spent 2 hours in the emergency room before she was released and had a complete improvement of the event. The outcome of the event was reported as resolved, on (B)(6) 2023. In the opinion of the reporter, the event was related to radiesse. Follow up information was received on 11-apr-2023: the batch record review was received and the lot number for radiesse was confirmed as a00074790 (expiry date: 08/2024).